Event description:
A (B)(6) male with diabetes mellitus was implanted with a spectra device on (B)(6) 2009. On (B)(6) 2010, the spectra device was removed and an ipp device was implanted due to pt dissatisfaction with the spectra device, did not feel stable, moved too much, too bendable.

Manufacturer narrative:
Cylinder had operating room damage. The device was returned and analyzed. The results of the analysis was inconclusive, rated operating room damage. Unable to confirm if the event is related to a device malfunction. Should add'l information become available regarding this reported event it will be re-evaluated and a f/u report will be sent.